Manufacturer narrative:
H2: correction - d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon and resident surgeon tried to remove the perc pin, it would not backout of the patient. The slaphammer did not work. One physician physically wiggled the perc pin, and said it felt loose. As they tried to remove the pin further, the pin broke and left part of the metal tip in the patient's pelvis. The distal portion of that metal tip was left behind and could not be removed. The local navigation team was contacted and notified them of the situation as it was happening. The surgeon inquired about the type of metal the pin was made of which the local navigation team was able to provide that information. The patient came in as a trauma after being hit twice by a dump truck sustaining multiple injuries. It was noted that this was the second instance the manufacturer representative (rep) heard of a perc pin breaking off in a patient within the last month at this site. This issue caused no surgical delay. There was no impact on the patient's outcome.

Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a040103: material fragmentation is applicable to the pin broke and left part of the metal tip in the patient's pelvis. Code a05: perc pin issue is applicable to tried to remove the perc pin, it would not back out of the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.